Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the patient was treated with one resolute onyx drug eluting stent in the distal rca. Approximately 8 months post index procedure, the patient suffered demand ischemia. Cec adjudicated the event as a non q wave mi (vessel unknown) mdt extended historical spontaneous.

Manufacturer narrative:
The index procedure was prompted by unstable angina. The demand ischemia ae was treated with medication and the patient recovered. The investigator reported that it was not related to the index device or anti platelets. If information is provided in the future, a supplemental report will be issued.